Event description:
It was reported by the olympus representative, the control body on the evis lucera bronchofibervideoscope was damaged. No patient harm reported. During the evaluation of the device, it was noted the coating was peeling off the insertion tube cover due to deterioration. This report is to capture the reportable malfunction of peeled coating on the insertion tube cover due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There were scratches on the operation part due to external factors. The angle lever was damaged due to an external factor. The bending angle was over. The forceps could not be inserted smoothly due to the collapse of the forceps channel. The insertion part cover was crushed due to an external factor. There were scratches on the insertion part cover, switch box, top of the insertion part, grip, up/down plate, universal cord due, and scope connector side of the universal cord due to external factors. There was an abnormal noise due to damage to the angle lever due to external factors. The angle was stuck when activated. The bending section cover was sagging due to handling. The image guide bundle was significantly broken due to external factors. There were stains on the image guide bundle due to external factors. The universal cord was crushed due to an external factor. Water cover was observed on the electrical connector. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility review the handling method of the device such as usage environment and others. Olympus will continue to monitor field performance for this device.